Event description:
The customer called to report that he had been hospitalized on two separate occasions for low blood glucose. No blood glucose readings were reported. Troubleshooting was performed and the insulin pump passed the displacement test. The programming was also correct. It was recommended that the customer contact his medical doctor to possibly adjust the basal rates.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.